Manufacturer narrative:
A partial lead was returned in two pieces. Internal insulation abrasion was noted from 7.5 cm to 10.5 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was also noted from 12.5 cm to 14.0 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the reported event of externalization, noise, oversensing, and increased threshold. The other damage found was sustained during surgical procedure.

Event description:
It was also reported that the lead exhibited externalization.

Event description:
New information reported that the lead exhibited rising capture thresholds. The lead was removed and replaced on (B)(4) 2019, and the patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited noise that was oversensed. The patient was brought into clinic and the noise was able to be reproduced. No intervention was performed and the patient would continue to be monitored normally.